Manufacturer narrative:
Concomitant product: product ID: neu_unknown_cath, implanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in (B)(6) who was receiving lioresal 500 mcg/ml at an unknown dose via an implantable pump. The indication for use was not provided. It was reported that in (B)(6), 11 days ago, the patient had been experiencing intermittent symptoms of spasticity/withdrawal. Up until that time the patient was doing well and had no issues. Eleven days ago the lioresal concentration was changed from 500mcg/ml to 2000mcg/ml with a properly programmed "bb" (bridge bolus) per the caller. There were no reservoir volume discrepancies the last time this was confirmed about 12 days ago per caller. The hcp wondered if the two connector pins placed 4 cm apart during the catheter revision could be causing the issues (see manufacturer report #3007566237-2016-02097).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.